Manufacturer narrative:
The barrier was not saved; therefore, a device evaluation could not take place. A complaint history trend analysis was conducted for similar complaints and no adverse trends observed. A device history records (DHR) review could not be conducted because a lot number was not provided. Based on the information provided, a root cause of the event could not be determined. Hollister will continue to monitor this reported issue.

Event description:
It was reported that skin irritation developed under the tape border of the hollister premier soft convex ostomy barrier because of the hot weather and that there was nothing wrong with the product. It was reported that the skin was not broken; it was just red and itchy. It was further reported that this started about 1 1/2 months ago, and the end user saw his primary doctor for this who prescribed proctosol-hc 2.5% cream to be used on the skin, under the tape, at each appliance change. It was reported that the skin has now greatly improved.